Event description:
A malfunction was reported on the pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, but the malfunction persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.